Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level (568 mg/dl). A correction bolus was delivered and an insulin injection was administered to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.